Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the nurse that the thread of the impactor is too long. The thread sticks out from the cup.

Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual inspections found to be in used but good condition with no signs of abuse or misuse. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found one other similar event reported for the subject manufacturing lot. Conclusions: a CAPA was issued as a result of similar events. The investigation concluded a series of non conformances occurred during the supplier manufacturing process and inspections. This reported failure is in the scope of the CAPA.

Event description:
It is reported by the nurse that the thread of the impactor is too long. The thread sticks out from the cup.